Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedance measurements on the right atrial (ra) lead. This device was programmed vvi. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedance measurements on the right atrial (ra) lead. In addition, undersensing was noted on the ra channel. No adverse patient effects were reported. This pacemaker remains in service.